Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor and blood glucose readings were very different. Customer's sensor glucose reading was 40 mg/dl but his blood glucose level was over 400 mg/dl. The sensor kept indicating that his sensor glucose was dropping but found his blood glucose level was 421 mg/dl. The customer treated his high blood glucose with the insulin pump. The device was not returned.